Manufacturer narrative:
(B)(4). Physio-control has provided the part numbers for a replacement therapy connector and therapy cable assemblies. Physio-control has been unable to reach the customer to follow up on the reported issue. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that there was a connector pin from the defibrillation therapy cable broken off and stuck within the therapy connector assembly. This prevented another defibrillation therapy cable from being connected to the device and no defibrillation therapy could be possible. There was no patient use associated with this reported issue.